Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead revealed cuttings in the insulation and deformations of the distal shock coil. These damages occurred most likely during the explantation procedure. Furthermore coagulated blood along the inner coil of the lead was found. These blood residuals were most likely introduced during the surgery. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the explantation procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period off about 5 weeks, decreased sensing values and increased threshold were reported. The physician decided to explant the lead. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.